Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5118399-1

Event description:
A follow up voluntary report was received on 8/23/2023.

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, a correction is required. A voluntary MDR/medwatch report was received on 06/20/2023. It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4); voluntary MDR/medwatch report number mw5118399 and mw5118400.